Event description:
Additional information reported indicated that the pre-existing condition, worsening or exacerbation was possibly related to the device, therapy or implant procedure. If additional information becomes available, a follow-up report will be sent.

Event description:
Additional information reported that the etiology changed from "not related to implant procedure" to "possibly related to implant procedure."

Event description:
Additional information received reported that the investigator confirmed that the event was not related to the device nor the implant procedure. It was also reported that the severity was severe but there was no sade (serious adverse device effects). Further information received reported it was possible the device or therapy was related to the worsening or exacerbation of the patient's pre-existing condition. It was also reported that the patient recovered without sequelae on (B)(6), 2012.

Event description:
It was reported that the patient was standing on one leg while dressing and experienced a fall. CT scans taken on (B)(6) 2012 and (B)(6) 2012 showed a small hemorrhage into the post-operative left frontal hygroma. The patient experienced a moderate headache, mild worsening of gait, and a left sided periorbital hematoma. The patient was observed, and it was reported that the event was ongoing with no further action needed. It was noted that the event resulted in the worsening of a pre-existing condition and resulted in prolonging existing hospitalization.

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the patient had a left sided periorbital hematoma due to the fall. It was noted the patient had a CT scan without contrast on (B)(6)-2012 and the results showed a hemorrhage into the postoperative left frontal hygroma. It was also stated the MRI without contrast taken on (B)(6)-2012 had identical results.

Manufacturer narrative:
(B)(4).